Manufacturer narrative:
Concomitant medical products: product ID: 9735859. A medtronic representative visited the site to perform a system checkout. After checking out the system the issue could not be r eplicated and no issues were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative regarding a navigation system during a sacroiliac and thoracolumbar procedure. It was reported that during a clinical case the site was unable to receive exams from the o-arm to the stealth station. The site was noted to have the correct ip information, new ethernet cable and had a nav tag. The patient was present with an unknown delay. Additional information was received: it was reported that the issue was unable to be replicated in a system checkout. They took about 12 scans, swapping to different ethernet cables as well. When the issue occurred there was an mvs message on the o-arm, and a message on the s8 saying the exam received wasn't navigated and needed a manual registration. Additional information was received: it was reported that the surgical delay was around 15 minutes. The cause of the issue was unknown after the rep tried to recreate it several times. The case was completed, the system was checked out, and everything was accurate and working correctly. Additional information was received: it was reported that they had swapped stealth stations and took another spin. There was a delay of 10 minutes and no harm to the patient. Additional information was received: it was reported that there were no issues with the cable or cable port.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.